Event description:
It was reported to boston scientific through an investigator sponsored research study (isr) that a leveen needle electrode was used during a radiofrequency ablation procedure performed in 2008. According to the complainant, during the procedure, the pt developed a moderate sized left pneumothorax which required placement of a 5 french chest tube. The chest tube was connected to low wall suction via an atrium which maintained expansion of the left lung during the ablation. At the end of the procedure, the 5 french chest tube was exchanged for a 10 french chest tube, which was subsequently removed the following day.

Manufacturer narrative:
The complainant was unable to provide the suspect device model, catalog and lot number; therefore, the lot expiration and device manufacture dates are unk. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed.